Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a appendectomy procedure, the tip of the trocar broke off into the patient. The piece was retrieved through the trocar. There was no patient consequence.